Event description:
The manufacturer received information that a trilogy evo ventilator had stopped operating and had a ventilator inoperative alarm occur. It was reported the patient was transported to the hospital via ambulance on (B)(6) 2026 and manual ventilation of the patient was performed. The philips sales representative provided a replacement ventilator to the patient at the hospital. The philips sales representative reported that although the patient had been transported to the hospital via ambulance, it was confirmed that there had been no patient harm. The patient had been admitted to the hospital for observation only. The patient had no particular issues and was discharged from the hospital the morning of (B)(6) 2026 after an overnight observation. The subject device was evaluated on 25march2026 by a philips service engineer with the following findings: the reported ventilator inoperative alarm was not duplicated during operational checking in the repair center. When the device error log was checked, it was confirmed that an e-154 error code was recorded indicating the occurrence of the reported alarm. Since the e-154 error code indicates that the flow value is not properly measured due to a communication failure in the device flow sensor, the flow sensor was replaced. After replacement of the flow sensor, the device passed final testing, including valve check, and was confirmed to operate properly. The software was upgraded to 1.06.15.00 from 1.06.10.00. Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable.

Manufacturer narrative:
The reported failure of trilogy evo ventilator flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.